Event description:
It was reported that the customer has weekly management meetings in which it was reported that the tubing set was kinked. When the user massaged the tubing set to remove the kink, the tubing set separated. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report of the tubing set was kinked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted the set¿s sleeve tubing was torn off at the location were the sleeve tubing meets the drip chamber attachment area. The set¿s roller clamp and pinch clamp were received in the closed position. No other abnormalities were observed. Examination under magnification showed evidence that the tubing had been kinked at the torn off location with white stress marks observed on the tubing separation area. Functional testing was deemed unnecessary due to separation. The root cause of the kink was not determined.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing intended for taxol was kinked. The tubing was then massaged to remove the kink, and the set separated.